Event description:
It was reported that during a shift check, the autopulse resuscitation system displayed several error codes and had a cracked case. Additional information was received on (B)(6) 2013, whereby customer indicated that the mentioned error codes occurred while another medic was using it. The auto-pulse was returned back to ep29 and has had no other issues. There were no reports of patient involvement. No additional details have been provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: the top cover, battery lock and bottom enclosure were damaged. A definitive root cause for the physical damages could not be determined. Functional testing of the returned platform was performed and user advisory 27 (encoder fault, > 3000 rpm) was observed during initial testing. A review of the platform archive was also performed and revealed that multiple ua 27 faults had occurred while the platform was in the field. Further inspection revealed that a defective encoder was causing the ua 27 fault to occur. A root cause for the encoder failure could not be determined. In summary, the reported complaint of physical damage to the platform was confirmed based on visual inspection results. The reported issue of the platform displaying several error codes was also verified based on functional inspection as well as review of the archive. The ua 27 faults were found to be attributable to a failed encoder. A root cause for why the encoder failed could not be determined.